Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced pain in the implant site and has been feeling nauseous and lethargic. The following physician contacted boston scientific technical services (ts) asking if the metals used in the pacemaker's body could create an allergic reaction or if a patient has rejected the device. Ts facilitated the list of the externally facing materials used in this implantable device and leads and asked the physician if the patient has any allergies. At this time, no further information is available. There is no evidence to suggest the materials used in the design of this pacemaker have caused adverse effects to this patient. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported. The device was returned for analysis. Additional information was received indicating that there was complete loss of capture (loc) in the right atrial (ra) channel and a revision procedure was performed. During the revision, the ra lead was tested with a pacing system analyzer (psa) and yielded within range measurements and capture. A ra lead port issue is suspected to be the cause of the loc issues. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to correct the device manufacture date (h4).

Event description:
It was reported that this patient experienced pain in the implant site and has been feeling nauseous and lethargic. The following physician contacted boston scientific technical services (ts) asking if the metals used in the pacemaker's body could create an allergic reaction or if a patient has rejected the device. Ts facilitated the list of the externally facing materials used in this implantable device and leads and asked the physician if the patient has any allergies. At this time, no further information is available. There is no evidence to suggest the materials used in the design of this pacemaker have caused adverse effects to this patient. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported. The device was returned for analysis. Additional information was received indicating that there was complete loss of capture (loc) in the right atrial (ra) channel and a revision procedure was performed. During the revision, the ra lead was tested with a pacing system analyzer (psa) and yielded within range measurements and capture. A ra lead port issue is suspected to be the cause of the loc issues.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient experienced pain in the implant site and has been feeling nauseous and lethargic. The following physician contacted boston scientific technical services (ts) asking if the metals used in the pacemaker's body could create an allergic reaction or if a patient has rejected the device. Ts facilitated the list of the externally facing materials used in this implantable device and leads and asked the physician if the patient has any allergies. At this time, no further information is available. There is no evidence to suggest the materials used in the design of this pacemaker have caused adverse effects to this patient. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported. The device was returned for analysis. Additional information was received indicating that there was complete loss of capture (loc) in the right atrial (ra) channel and a revision procedure was performed. During the revision, the ra lead was tested with a pacing system analyzer (psa) and yielded within range measurements and capture. A ra lead port issue is suspected to be the cause of the loc issues.